Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
Abiomed field service representative reported the user facility had a console in storage at the hospital when the automated impella controller (aic) was pulled to setup impella connect. Upon powering up, the aic had a battery failure, a red alarm. The team allowed for a 45 minute charge but still the aic battery failed. The IFU was followed and aic removed from use, a backup console will be used for patient use.

Manufacturer narrative:
The investigation into the thrombus has been completed since the original report was filed. The product was returned; the benchtop analysis and the clinical report evaluation revealed that the root cause of the battery alarm failures in the field was likely due to a momentarily disengaged transport connection switch (use error).